Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the pump module did not alarm for patient-side occlusion. Upon investigation, the customer found fluid leaking at the connection of the male luer to the maxzero needlefree valve on the patient. The connector was replaced with no further issues. There was no patient harm.